Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was in the emergency department (ed) with recurrent low flow alarms. Log file review captured low flow alarms (B)(6) 2022 through (B)(6) 2022. Additional information was received that the low flow alarms were caused by outflow graft occlusion. Pump speed was increased to 10000 rotations per minute (rpm) while the patient waited to have the occlusion stented, partially resolving the low flow alarms. It was also noted that the patient's vital signs and labs were stable despite the patient experiencing progressive heart failure symptoms at the time of presentation.

Event description:
It was later reported that the patient continued to have low flow alarms on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of the outflow graft occlusion could not be confirmed as no product was returned for evaluation and no images were provided for review. Review of the submitted log files confirmed the reported low flow events. A specific cause for these findings could not be conclusively determined through this evaluation. The submitted system controller log files contained partially overlapping data, collectively ranging from 07sep2022 through 07oct2022 and 16oct2022 through 26oct2022. Intermittent strings of low flow hazard alarms were captured from 21sep2022 through 17oct2022. No other notable events or alarms were captured, and the pump appeared to function as intended and operated above the low speed limit for the duration of the files. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6) , and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C, are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses all pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Per design of the system, once each monitoring cycle, the calculated average flow value is compared to the limit (2.5 lpm). If the calculated value is less than the expected value, a low flow hazard is posted to the log file. A ten second delay is imposed between the detection of a low flow hazard alarm condition and the activation of the associated audio and visual indicators on the controller. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe all alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section d1: brand name has been corrected. Section d4: UDI has been corrected. Section d4: catalog number has been corrected. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information was received on 25jan2024 that the patient had the outflow graft stent placed in (B)(6) 2022 and had moderate aortic insufficiency at the time. Also, the patient had a large fluid collection around the left ventricular assist device (lvad) that has been present for years and they were just following, no surgical intervention was planned. It was communicated on (B)(6) 2024 that the fluid collection around the lvad was an incidental finding on a computed tomography (CT) scan. The fluid collection was not infectious, and the onset date for the fluid collection was unknown. No treatment was planned for the fluid collection.

Manufacturer narrative:
Section h6 (health effect impact code): correction. Manufacturer's investigation conclusion: the reported outflow graft occlusion could not be confirmed as no images were provided for review and the device remains in use. Review of the submitted log files confirmed the reported low flow events; however, a direct correlation between the alarms and the reported outflow graft occlusion could not be conclusively established. Additionally, a direct correlation between the device and the reported heart failure symptoms, aortic insufficiency (ai), and fluid collection around the pump could not be conclusively determined. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii lvas instructions for use (IFU), rev. C and the heartmate ii patient handbook, rev. C are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. This section also addresses pump parameters including pump flow. Section 4 of the IFU, ¿system monitor¿, describes situations which may result in a low flow hazard alarm, including changes in patient condition. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Additionally, this section cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5 of the IFU also warns that moderate to severe aortic insufficiency must be corrected at the time of device implant. Section 6 of the IFU, ¿patient care and management¿ (under ¿pump performance monitoring¿), explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, describe system alarm conditions as well as the appropriate actions associated with each condition. No further information was provided. The manufacturer is closing the file on this event.